Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The devices were returned to sss in their original packaging. Upon inspection, the pouches were found to be unsealed at the seal opposite of the chevron seal. It was evident the pouches had no seal marks to indicate they had been sealed at some point. The most likely cause for the devices not being sealed is likely due to an oversight by in-house operators. Corrective actions are being implemented to include additional instructions for seal inspection. Personnel responsible for open-but-unused packaging will be retrained. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that two sheath introducer packages were not sealed when they were being pulled for a procedure at the user facility. The devices were never used.